Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed. An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. The lead screw was misaligned. The tube nut was pressed against the reservoir cap. It could not be determined if this contributed to the reported event. A crack was found on the outer housing. It could not be determined when this crack had occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality.